Event description:
It was reported that "during a thoroscopy, a second trocar was used and it cracked upon use."

Manufacturer narrative:
The actual device was not returned to conmed for investigation. Three unused devices from same lot code were returned for eval. We were unable to duplicate the fracture exhibited by the suspect device. A review of the device history records for this product indicated the subject lot code number was found to be acceptable. At this time the cause of failure cannot be determined. We are considering this complaint closed.